Manufacturer narrative:
The technician found the brake was not locking due to a broken detent assembly. The technician replaced the brake detent to repair the bed.

Event description:
Info received indicates the brake is not holding.